Event description:
The customer reported a leak from the right side of the unicel dxh 800 coulter cellular analysis system during a maintenance procedure. The customer was unable to locate the exact location of the leak. The volume of the leak is unknown and was contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/31/2014. The field service engineer (fse) found a leak through tubing at port 9 on manifold mf202 (volume conductivity scatter (vcs) flow control manifold). The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).